Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Additionally, bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was also indicated. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Additionally, bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was also indicated. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device was not returned for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the (B)(6) registry that a 27 mm pericardial aortic valve was explanted after an implant duration of 13 years, nine (9) months due to thrombus, moderate aortic stenosis, calcification, dengeration, and moderate to severe aortic insufficiency. Intraoperatively, an 8mm mass was found on the left coronary cusp. No obvious structural deformities, abscess cavity, or evidence of infection was noted. Upon explant the aortic valve, it was found to be minimally endothelialized the explanted valve was replaced with a 27mm edwards pericardial aortic valve. The patient tolerated the surgical procedure well and was noted to be doing clinically well post-procedure. On pod #1, the patient developed an episode of rapid atrial fibrillation. He was treated with IV amiodarone bolus with subsequent continuous infusion as well as IV beta blocker. He converted to normal sinus rhythm by pod #2. The patient was discharged home in stable condition on pod#5 with home care services. Post-operative cultures grew propion bacterium that was noted to be in containment.